Manufacturer narrative:
As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Additional information has been requested and is currently not available. No trend analysis could be performed as no item number is available. Event summary: it was reported that a patient underwent an initial hip procedure on (B)(6) 2007 with semi-constrained metal uncemented acetabular metal on metal tha. Subsequently, the patient was revised due to loosening on (B)(6) 2017. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis, according to the information received is the product location unknown. Root cause analysis due to significant lack of information, it is impossible to perform a meaningful root cause analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer biomet implant and is continuously monitored and updated. Conclusion summary according to the information at the hand, the patient underwent revision surgery due to loosening of the acetabular cup of metal on metal tha. Ref/lot identification of the components is not possible. Neither operative notes, nor x-rays were received. The loosening event of the cup cannot be confirmed due to absence of medical data. Therefore, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer received a report #mw5071297 from the FDA and submitted already a report with MFR report number 0001822565-2017-06739 on september 29, 2017 which was voided on november 21, 2017. The report as hand is filed as the cup is included in the zimmer (B)(4) product portfolio. Additional information has been requested and is currently not available. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It became aware on november 21, 2017 that a zimmer (B)(4) device was involved in the following event: a patient was implanted with a cup (catalog number unknown) during a mom hip surgery on (B)(6) 2007 and was revised on (B)(6) 2017 due to loosening.